Event description:
During the deployment of the excluder bifurcated endoprosthesis trunk ipsilateral, the device moved approximately 1cm distally and unintentionally covered one of the hypogastric vessel's.